Event description:
During colonoscopy black metallic substance noticed at distal tip of scope on the monitor. After completion of colonoscopy the scope was leak tested and it was leaking air and a black metallic substance from the distal tip of the scope.